Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise. Review of the egms showed noise indicative of insulation damage. The rv pacing lead impedance displayed in-range measurements that were steadily declining. The lead was capped.